Manufacturer narrative:
(B)(4). Batch # r5ae4u. Investigation summary: reload received in intact tyvek pouch. One double driver noted loose in tyvek pouch. Right side proximal hook of pan and the distal retention feature were disengaged. Cartridge has a single reset mark. The pan was removed and three additional displaced drivers were noted. All drivers and staples were accounted for. Some scuffing was noted on the cartridge body, cause unknown. No appreciable deformation to the pan was noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported to the sales rep that it was noted that in a sterile package of gst60b the pan/tray was bent and out of place. There are also lose drivers to be seen in the package. As this product is sterile in package, they are sending directly to (B)(6) per engineering direction. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.